Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during an unknown procedure, the red switch did not click and the trocar was not steady. It was unknown if any pieces fell off of the trocar. It was unknown how the procedure was completed. There were no patient consequences reported.